Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that foreign material was sealed in the groshong PICC tray was inconclusive and could not be verified from the photo that was provided for investigation. The photo showed the inside on an open groshong PICC tray. The catheter was observed within the tray with the stylet still in the lumen. The proximal connector was observed in the tray. The proximal connector had been removed from its packaging and the distal connector was not observed in the kit. No other kit components were observed in the tray. A yellow colored triangular shaped material was observed in the tray. The material could not be identified from the photo. Since the tray had been opened and since the contents were manipulated, it could not be verified when the material was deposited in the tray. The manufacturing facility was notified of this complaint. A lot history review (lhr) of recs2491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when beginning to perform puncture and after opening the package, a foreign matter was found inside.